Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: coronary artery perforation and occlusion. Device issue: none. Review of japan journal article titled, "the incident of coronary aneurysms formed by directional coronary atherectomy, late thrombosis and very late thrombosis" revealed the following case. It ws reported that during a directional coronary atherectomy (dca) procedure, a coronary artery perforation was noted. Also a no-flow (occlusion) occurrence was temporarily observed with the coronary perforation. There was no report of any treatment being performed to treat the perforation or the occlusion. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - it was reported that during the procedure, coronary artery perforation occurred. Although, the no-flow (occlusion) phenomenon was temporarily observed with the coronary perforation, it did not result in death or emergency CABG. Coronary vessel perforation and occlusion, as listed in the instructions for use (IFU), are known adverse effects associated with dca. These known patient effects are not necessarily an indication of a product quality issue. In this instance, a conclusive root cause for the reported patient effects and their relationship to the device, if any, cannot be determined.